Event description:
It was reported that the physician intended to upgrade the patient from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) with a left ventricular (lv) lead. A guide catheter along with an unspecified diagnostic catheter and guidewire was used to cannulate the coronary sinus with success. This inner guide catheter was then used to find a branch, however, a coronary sinus dissection was found when contrast dye was injected. The guide catheters were then removed and the procedure was aborted and will be re-scheduled for another date once the patient has healed. The physician expected the patient to fully recover. No additional adverse patient effects were reported. It was unknown if the procedure or guide catheters contributed to the dissection. The return of the product is not expected. If the product is returned, analysis will be performed and this report would be updated at that time.